Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. The usm was returned for failure analysis, and the reported 319 error was confirmed on system and replicated. In logs, the 319 error was found indicating node 197 was not present at startup on the usm 0x3 axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a patient side cart fixture test platform (pftp) where fiber test was found to be failing on the 0x3 axis. Once testing was completed, the rolling loop fiber was tested and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the rolling loop fiber assembly was found to be the root cause of the reported event.blank MDR fields:the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA.fields g5 and g7 are not applicable.field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure using an xi system, the customer informed the technical support engineer (tse) that an error 319 occurred on universal surgical manipulator (usm) 4 upon startup. The tse reviewed the system logs and identified that the error was related to the axes controller motor (acm) on usm4. The tse guided the user through a hard power cycle on the patient side cart, but the issue persisted. As a result, the user aborted to another dv system to proceed with the procedure, as all four arms were needed. No known impact or patient consequence was reported.